Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician, the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician, the maestro duraguard was found to be overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The product was not returned to stryker and field evaluation was performed. During evaluation, the event of the bent duraguard was confirmed, and excessive side load was identified as a potential cause of the reported event.